Manufacturer narrative:
Calibration and controls were stable for glucose. Upon review of the alarm trace, abnormal aspiration alarms occurred after the event on (B)(6) 2021. The investigation could not identify a product problem. The issue is consistent with a sample quality issue.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient cerebrospinal fluid sample tested with gluc3 glucose hk gen.3 on a cobas 8000 c 702 module. The initial result was reported outside of the laboratory to the physician who did not believe the result was accurate. The sample initially resulted with a glucose value of < 0.2 mmol/l. The sample was repeated three times, resulting with values of < 0.2 mmol/l, 3.96 mmol/l, and 3.96 mmol/l. The glucose reagent lot number was 44306701. The reagent expiration date was requested, but not provided.